Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The battery and battery door were missing. The top case was cracked front corner. Error history log review found a motor rate error. Multiple flow and occlusion tests were performed. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced motor assembly as a preventative measure.